Manufacturer narrative:
The 14fr esheath was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery revealed the presence of calcification near the aortic bifurcation. Post procedure video showed the sheath distal tip opened as designed with no abnormalities noted. Blood was also noted along the shaft. Post procedure device photos showed an anomaly on the hdpe near the distal tip. However, due to the poor quality of the photo, the anomaly was not able to be conclusively characterized. No blood was noted along the shaft. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. A complaint history review from december 2020 to november 2021 for the edwards esheath (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (calcification, tortuosity and/or excessive manipulation, bent valve strut, withdrawal of burst/torn balloon, withdrawal of crimped valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was confirmed based on review of the provided case imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. Per the complaint description, 'while inspecting the removed esheath, a thin damage on the distal tip was seen' and 'dr. F was worried about the gap in e-sheath in first picture , but yesterday I got an sapien 3 implant with him and explained that this gap is normal after every use of e-sheath (myself never observed that it was an normal thing after extracting e-sheath from patient) and he feels comfortable about your explanation, but when I showed the picture that you marked the damage in sheath shaft, he become interested'. Per the provided post-procedural video, the sheath distal tip was opened as designed and no abnormalities were identified (figure 2). However, per the provided post-procedural photo, an anomaly on the hdpe near the distal tip was noted (figure 3). However, due to the poor quality of the photo, the anomaly is unable to be conclusively characterized. Additionally, blood was noted along the sheath shaft in the video but not in the photo. As the distal tip anomaly was not evident in the video but was present in the photo, it is possible that device mishandling occurred between the moments of capturing the video and the photo, such as during cleaning of the shaft to remove the blood. This may have led to the observed anomaly. Although a definite root cause was not able to be determined, available information suggests that procedural factors (post-procedural device mishandling) may have contributed to the damaged distal tip. With the limited information provided, the cause of the reported vascular rupture could not be determined. Procedural factors (manipulation of the devices, perclose device failure), in addition to patient factors (vessel characteristics) may have contributed to the vascular rupture and subsequent placement of a stent. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), a (B)(6) valve was implanted in the aortic position by the transfemoral approach. It was noted that calcification was present on the right femoral bifurcation, and a higher puncture site was chosen. One of the two perclose sutures broke during insertion but one suture was maintained, and the plan was to use an angioseal to complement the vascular sealing. No issues inserting the 14fr esheath were reported. The (B)(6) valve implant went well without any reported issues. However, a residual bleeding was noted after closing one perclose and using the angioseal. It was attempted to maintain compression for at least 30 minutes, but there was still bleeding. Therefore, the contra-lateral access (left femoral) was used to make an angiogram that revealed a vascular rupture. It was decided to implant a self-expandable vascular stent in the right femoral artery. Post procedure, the patient was sent to the ICU for observation and was discharged home a few days later. While inspecting the removed esheath, damage was observed on the distal tip . It was unknown if the vessel dissection was caused by the esheath or the closure device failure. The cause of the injury could not be confirmed.